Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Based on the data management system (dms) investigation analysis, the temporary mismatch between the sensor readings and fingerstick measurements was due to transient noise in the sensor diagnostics which was observed after insertion on (B)(6). Once the sensor diagnostics recovered, the system started to display good agreement between the sensor readings and fingerstick measurements. No further investigation was found necessary for this complaint.

Event description:
On october 22, 2021, senseonics was made aware of an incident where a patient experienced a false hyperglycemia event where the sensor showed 290 mg/dl whereas bg was around 87 mg/dl. The user was asymptomatic but received high glucose alerts due to difference in glucose values.